Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/ pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, ovarian cyst, heavy periods, anxiety, depression, augmentation mammoplasty, hepatomegaly, adenomyosis, fibroids and adenomyosis. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) (B)(6) 2018 and paracetamol (acetaminophen) since (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital hemorrhage ("gen abnorm. Bleed/ abnormal bleed (general"), anxiety ("psych injury/ psychological or psychiatric problems condition: mental anguish") and depression ("depression"). On an unknown date, the patient experienced abdominal pain ("abdominal"), vaginal hemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy, cystoscopy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, genital hemorrhage, vaginal hemorrhage, menorrhagia, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital hemorrhage, menorrhagia, pelvic pain and vaginal hemorrhage to be related to essure (ess205). The reporter commented: plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-apr-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/ pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, ovarian cyst, heavy periods, anxiety, depression, augmentation mammoplasty, hepatomegaly, adenomyosis, fibroids and adenomyosis. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) (B)(6) 2018 and paracetamol (acetaminophen) since (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen abnormal. Bleed/ abnormal bleed (general)"), anxiety ("psych injury/ psychological or psychiatric problems condition: mental anguish") and depression ("depression"). On an unknown date, the patient experienced abdominal pain ("abdominal"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy, cystoscopy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, anxiety, vaginal haemorrhage, menorrhagia and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, patient medical history, product removal details added. Case became serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.